Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. The customer stated that they had power error detected several times, during the night and day and the pump alarmed low battery and low reservoir when this was not the case. The customer advised that pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error and low battery alarms due to j6 connector resistance issue. No unexpected replace battery now alarms noted during testing.